Event description:
Info rec'd on 11/25/96 indicates an aus device was implanted in 1987, day not indicated. The entire device was removed from the pt in 1995, day not indicated, due to erosion and infection.